Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the medication was not crossing over to pyxis on list for patient. The technical support specialist helped the customer to locate the patient discharged details. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system was not crossing orders into the station. The customer stated that the patient medication was not in the screen and this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.